Event description:
Per the rn, the patient was on a continuous heparin infusion. She attempted to place the IV pump on "hold," but the IV pump would not go into "hold" mode. She attempted to turn the pump off, and again she was unable to get the pump to power off. The rn was concerned as to whether the patient received the heparin at the rate she had programmed and as prescribed as she noted the aptt results had a decline over the previous six hours of her care. She did draw another aptt after she changed out the pump and restarted the drip. This aptt was also less than the previous even though the pump was now infusing. It is not clear however if this was because of the patient's metabolic condition and the rate needed to be increased or if the IV pump was not infusing correctly. The pump was taken out of service immediately and was sent to clinical engineering for testing. Clinical engineering was able to verify the complaint. The alarm log confirmed there had been two errors (pram failure and power glitch). The pump will be returned to the manufacturer for further evaluation. There were no known adverse effects to the patient.

Event description:
Product surveillance received a report from a home patient service representative (hpsr) and the cg (care giver) stating that there was a cut in the lines and didn't know if the cut was in the drain line or the patient line. The cg stated that she just received the new shipment in 2009 and did not use any sharp objects to open the box. The cg did not observe any defects on the box or the packaging and stated that she only noticed the cut because she saw solution spilling onto the floor without any alarms. The cg stated that she took the hp to the emergency room (ER), where they treated the hp with vancomycin prophylactically, changed out the transfer set and the hp is doing fine and resuming therapy on the cycler; she stated that she saved the cassette samples.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of cut on the cassette tubing was confirmed during evaluation of the returned sample. The cassette was visually inspected and was noted that there was a v-shape cut on the tubing heater line. No additional information was available.